Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, the loading unit was connected to the handle, without issue and the safety lock was also functional, however, when the surgeon tried to fire the device it could not be fired. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.